Event description:
It was reported that noise was observed after device changeout. The patient was brought in for a lead revision and clavicular crush or fracture was observed. The lead was capped and replaced. The patient was well after the procedure.

Manufacturer narrative:
A partial lead with the connector pins measuring 14.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.